Manufacturer narrative:
The manufacturer's field service engineer identified a battery failed error message in the diagnostic report. The manufacturer's field service engineer repaired the unit by replacing the battery. The device passed testing and returned to full functionality.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator is giving a battery failure error message. The customer reported the unit was not in use on patient.